Manufacturer narrative:
Additional information : the device was manufactured between may 16, 2018 - may 17, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one (1) 1000 ml eva (ethylene vinyl acetate) tpn (total parental nutrition) bag leaked from an unspecified location. The event occurred after mixing the drugs, before patient use. There was no patient involvement. No additional information is available.